Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the instrument fired partial staple lines. The surgeon applied another device without patient injury.

Manufacturer narrative:
7/17/97-supplemental report #1 sumitted to FDA.